Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated, and the coating peeling off the insertion section was not confirmed. However, it was confirmed that the distal end of the device was shaved, which likely contributed to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when using a biopsy forceps with a needle, confirm that the needle is not bent excessively. A bent needle could protrude from the closed cups of the biopsy forceps. Using such a biopsy forceps could damage the instrument channel and/or cause patient injury.¿ ¿when using an injector, be sure not to extend or retract the needle from the catheter of the injector until the injector is extended from the distal end of the endoscope. The needle could damage the instrument channel if extended inside the channel, or if the injector is inserted or withdrawn while the needle is extended.¿ this supplemental report includes a correction to b5 and g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer that the reported issue caused damage when removing the needles, making it impossible to complete the procedure.

Event description:
It was reported the bronchofibervideoscope was worn and had a fray in the material on the distal end. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.